Event description:
It was reported that target lesion revascularization (tlr) occurred requiring additional intervention. The target lesion was located in the mid superficial femoral artery of the right leg. On (B)(6) 2025, a 6.0 x 150 mm, 150 cm ranger drug-coated balloon was selected for use in a clinical study. The balloon was inflated once at 14 atmospheres for 180 seconds. On (B)(6) 2026, the patient underwent target lesion revascularization using a drug-coated balloon. Then it resulted in a new hospitalization on the same day. On jun. 2, 2026, the event was considered resolved.